Event description:
On 6/12/2009, another country's affiliate reported that in 2008, a pt (pt) was seen and treated for acanthamoeba keratitis od while wearing acuvue 2 contact lenses. The pt was initially seen and treated by a family eye care professional (ecp) and treated with steroid drops then another ecp at a medical university where the diagnosis was confirmed. Approx five months later, the pt consulted an ecp at ophthalmology clinic and was hospitalized for a month from that day. Per affiliate, "the pt was treated with brolene and phmb imported from the us and the symptom was stabilized. The corneal curettage was performed many times. The pt's va was hand movement at the time of hospital admission. In 2009, the pt had corneal transplantation to contract the area of corneal opacity in general hospital. The pt's corrected va od after transplantation was 0.2 (20/100). On the following month, the pt returned to the ecp at ophthalmology clinic. It was the last consultation. The ecp confirmed it was a cl related issue since it developed by wearing cl." No additional info is available at his time. The lot number of the product in question is unknown. The product in question has been discarded and is not available for eval. No additional info is expected to be received. Based on the limited info available, no further investigation can be conducted at this time. All MDR reports are reviewed at quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusions can be drawn.